Event description:
It was reported that during a prostate procedure, the customer reported: the first fiber "no fiber card included/unopened" at 0 joules and 0:00 minutes of use. The fiber was exchanged and the second fiber exhibited "tip cracked" at 94,610 joules. The case was completed with the third fiber. Patient outcome: no patient or user injuries reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached; the glass cap is returned; the fiber is fractured at the uv glue zone; the heat shrink tube is torn; the fiber output area exhibits moderate devitrification. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).